Event description:
Instrument prematurely expired. When loaded into robot, it does not have lives available. But the red indicator window on instrument is not red as it would be if expired. FDA safety report ID# (B)(4).